Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic esophageal banding procedure, the subject device retroflexed back on itself in the patient's esophagus, forming a j shape and it took the customer about an hour to remove the scope from the patient. The customer does not believe there was any perforation with the patient, but the patient was sent off to get an esophagogram. There were no reports of patient harm. Additional information was requested but no further information was received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow-up and correction to the initial medwatch for information inadvertently left out in b5.

Event description:
It was reported that the customer was using a non-olympus bander in conjunction with the scope. Additional information received from the customer indicated that it was undetermined what caused the scope to retroflex back on itself in the patient's esophagus, but it was believed that the banding cap attachment and tortuous esophagus may have contributed. It took an hour to remove the scope because the scope was not easily removed, and physicians were trying to avoid perforation. There were no complications from the prolonged procedure and the patient remained hemodynamically stable. The patient was under monitored anesthesia care during the procedure. The esophagogram was normal, and the patient was discharged home the day of the procedure.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned for evaluation and no issues with device retraction or retroflexing could be replicated. The bending section moved smoothly and in the correct direction as it corresponds with the control knobs. There was no grinding, clicking or abnormal noise when manipulating the control knobs. The original angulation values are within the estimation inspection results. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.